Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited intermittent power. The issue occurred during a therapeutic total laparoscopy hysterectomy procedure that was completed with a similar device. There were no reports of patient harm.